Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified insufor did not flow during patient use. It was further reported that when the patient woke up the infusor was heavy and it was still full. It was stated the clamp on the line was "still clamped". The device was filled with piperacillin / tazobactam and connected with a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.